Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: the device was received and an evaluation was performed to investigate the reported event. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. Visual inspection and electrical testing was performed and confirmed the reported problem. Functional testing was successfully performed. Upon conclusion of the investigation, the cause of the reported issue was determined to be use error, spilled solution. The ac power cord was replaced to resolve the reported problem. A CAPA has been opened to address this issue. Should additional relevant additional information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient encountered sparks and smoke from their homechoice when disconnecting the ac power cord of the electric current (no additional information). There was no patient injury or medical intervention associated with this event. No additional information is available.